Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported a bravo short study. The study ended at 25hours and 38 minutes. The patient reported the recorder turned red and then stopped responding to any button pushes. There was no harm to patient.

Manufacturer narrative:
Investigation summary: it was reported that one bravo study was short. One bravo receiver was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing of receiver included successful capsule calibration by simulation. A study simulation of 48 hours was conducted, and a study was successfully uploaded without failure. Investigation conclusion for the bravo short study could confirmed. The device tested satisfactorily. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications.